Event description:
It was reported that the right ventricular lead impedance has increased over time and is high. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase was noted. Weekly pace lead impedance trend data shows a gradual increase for min and max rv pace= 880 to 2224 ohms peak between (B)(4) 2010 and (B)(4) 2011.